Event description:
The customer alleged they received questionable magnesium results on their c702 analyzer. The customer stated the initial magnesium results were critically low and when auto-repeated, they were higher. The customer provided data for three patients, two of which had discrepant results. The first patient's initial magnesium results was 0.34 mmol/l accompanied by a data flag. The repeat result was 0.66 mmol/l. The second patient, a female born on (B)(6) 1956, had an initial magnesium result of 0.42 mmol/l accompanied by a data flag. The repeat result was 0.92 mmol/l. The sample was placed on another c702 analyzer in the laboratory and the result was 1.0 mmol/l. The repeat results were considered correct. The customer did not know if the discrepant results were reported outside the laboratory. The customer did think it unlikely the discrepant results were reported outside the laboratory as the samples were auto-repeated. To the customer's knowledge, there were no adverse events. The magnesium reagent lot number was 69923001 and the expiration date was 02/29/2016. The field service representative suspected the reaction disk was dragging. He removed, cleaned, and lubed the reaction disk gear. He verified the fluidics adjustments. A mechanical check passed. A precision check was performed. The customer performed calibration and quality control near the laboratory's established mean values.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.